Event description:
The customer reported that this tubing set started leaking during use in an arthroscopy procedure. A backup tubing set was obtained to complete the procedure as intended without known patient injury and minimal surgical delay. Upon inspection of this device, the customer described finding a pinhole in the diaphragm of the tubing set.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation, and confirmed the reported problem. A visual examination of the packaging found a small hole on the back of the manifold cassette. An investigation remains in process for this failure mode.